Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their external charger was overheating and the issue began wednesday. Patient stated the recharger got extremely hot and almost burned them. Patient also stated the controller turned off because of it and they had to plug the controller into the ac power supply cord to get the controller to come back on. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger h3: product ID 97755-s (serial: (B)(6)); was returned for product analysis. Analysis found there was a failure with the recharger antenna and a "poor recharge quality" message was seen after running for 10 minutes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.